Manufacturer narrative:
The technician found that the brake casters teeth were worn. The technician replaced the brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that when the brakes were engaged, the casters did not hold. No patient impact.